Manufacturer narrative:
A ge service representative performed an onsite investigation. The fan was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system shut down four times during a case. There was no patient injury or death reported.